Event description:
It was reported by the patient that the area near her device hurts when she is sleeping. Patient also stated "this piece of crap never worked". Follow-up with the physician did not yield any additional information. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.